Event description:
It was reported that the physician had difficulty inserting a lead into the right ventricular header port of the pulse generator during implant. The lead was able to be inserted and the device was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.